Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 83% stenosed, 23mmx2.75mm, eccentric, de novo target lesion was located in the non tortuous and mildly calcified left anterior descending artery (lad). Following predilation with a 2.75x15 maverick 2 balloon catheter, a 2.75x24mm promus element rug eluting stent was advanced to treat the lesion. However, during procedure, the stent was deformed. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.